Event description:
The pt complained of an electrical surge after the completion of an interferential electrotherapy treatment. The therapist could not recall the pt's treatment info and treatment parameters. The therapist reported that the treatment was complete, the device powered down and while the pt's electrodes were being removed, and pt complained of an electrical surge. The therapist applied the treatment with 2 inch diameter electrodes. The therapist could not confirm any pt impediment from the event.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery and electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Pt skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specs.